Manufacturer narrative:
Invacare was made aware of this event that occurred in (b)(6, involving a rea spirea wheelchair which was manufacture by invacare (B)(4). This record was created due to the myon wheelchair, made at invacare owned invamex and sold in the us has been determined to be similar in design. The rea spirea wheelchair has an alber viamobil attached to the chair which, is a push and brake aid that is not offered in the us. This malfunction is consistent with someone driving the chair it too fast into a curb. An evaluation of the chair has not been completed as of the date of this filing.

Event description:
The staff was walking with the patient, outside when the front fork mount broke off on the right side. The patient fell out of the wheelchair, got a cut above their left eye, and has pain in their left hip. The end-user was taken to the hospital where they received stitches.